Manufacturer narrative:
(B)(4).

Event description:
It was reported non-sustained ventricular oversensing episodes were observed. Lead noise was not reproducible with isometric exercises. The patient was unaware of a vibratory alert or any other issue. The patient will continue to be monitored and followed up in three months. No further information is available.